Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported they thought did a dye study was done and had replaced the pump because the ¿pump or catheter was leaking,¿ but they did not have any further information.

Event description:
It was reported the patient¿s pump was malfunctioning. The pump was being used to deliver baclofen. Additional information received on (B)(6) 2013 reported the patient¿s pump was vibrating. It was reported on (B)(6) 2013 the patient started having severe spasms. On monday the patient went to the emergency room due to severe spasms and was sent home. On tuesday the patient went to the emergency room again and was kept overnight. A computed tomography scan was performed and they said a wire was loose or a catheter was loose or something was loose. The patient¿s health care professional was going to operate on it on wednesday but it had gotten progressively worse. On wednesday the patient went into her doctor¿s office. The health care professionals were planning to replace the pump on wednesday. It was noted the patient was scheduled for surgery on wednesday as of the date of this report, but was progressively getting worse. On wednesday night and thursday morning around 2:00am to 6:00am an alarm went off. It as continuous and then it just stopped. On the date of this report at 7:00am the pump started vibrating. It was reported the patient was having severe spasms and then had the alarm going off the vibrating. Every time the patient would go to sleep and wake up, she didn¿t know what was going to happen next. It was noted the patient felt the vibration and did not hear a ticking. The vibration spread out beyond just the area of the pump. The patient felt the vibration when she was lying down and still felt it at the time of the report. It was tender where the vibration was, but the patient felt it in her fingers and it was going up her arm. It was reported the patient had been going from being able to walk and go to the pool to not being able to do anything since friday. The spasms were so bad since then that she could hardly stand or do anything. The patient¿s right leg was drawn right up to her chest almost. The spasms were very painful. The patient was taking baclofen and tizandaindaine, a substitute for zanoflex, which made her sick. It was noted the patient was not sure if her physician would see her. Additional information received reported the patient had a return of symptoms. The previously reported vibration was described as continuous. It was reported on (B)(6) 2013 that the pump had been replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a pump and catheter failure resulting in injuries of withdrawal, spasticity, pain, hospitalization, and surgery.